Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 486 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. The customer stated that the night prior to the event, she had fallen while wearing the insulin pump, and when she woke her insulin pump was in the rewind mode. The customer stated that after rewinding the insulin pump, it was working normally. Nothing further was reported.